Event description:
It was reported that a minimum fill notification occurred while the customer was attempting to reload the cartridge with 80 units or more of insulin. There was no reported adverse effect to the customer's blood glucose level. Reloading the same cartridge resolved the issue, and the customer successfully resumed insulin therapy.